Manufacturer narrative:
The doctor presented a complaint on a fractured rs hex handpiece adapter. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21 cfr part 803. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. Manufacturer's trend analysis show that fracture of drivers is a low-rate adverse event.

Event description:
Fracture of driver.